Event description:
The lay user/patient contacted lifescan on february 7, 2008 and alleged that his one touch ultrasmart meter had a damaged display. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported, that the alleged issue first occurred approximately 3 months ago in the early morning hours (specific date/time not provided). As a result of the reported issue, he took no actions. He also mentioned that after the reported issue began, he felt shaky and dizzy. He received assistance from the emergency services and was tested on the emt meter with a result of 37 mg/dl. The patient was administered IV glucose. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The display was scratched. This complaint is being reported because the patient claimed he experienced symptoms commonly associated with severe hypoglycemia after the reported issue began and was administered IV glucose. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.